Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer had an ongoing issue with crpl3 c-reactive protein gen.3 results. On (b)6) 2017, the customer received questionable high results for 23 patient samples. The samples were repeated on another analyzer. Of the data provided, only the results for 8 samples were discrepant. Initial result (mg/l)/ repeat result (mg/l): patient 1: 98.45/60.45. Patient 2: 96.72/53.91. Patient 3: 90.42/52.65. Patient 4: 86.85/49.75. Patient 5: 125.41/82.14. Patient 6: 113.44/71.45. Patient 7: 106.4/65.51. Patient 8: 105.05/62.21. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number was 202453. The expiration date was requested but was not provided. The field service representative performed adjustments on all sample and reagent probes, checked the wash levels, and checked and adjusted the gear pump. The ultrasonic mixers were removed, cleaned, and adjusted vertically and horizontally. The cuvette mixer settings were registered, the cells and lamp were replaced, and a photometer check and cell blank were performed. The crp assay was calibrated and qc was okay.

Manufacturer narrative:
The erroneous results were not reported outside of the laboratory as they were held in the middleware and were then checked. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided calibration data and analyzer alarm trace did not indicate any issue. Qc data was not provided for evaluation. As the customer did not report any further issue with this analyzer after the service visit, it was suspected the issue was most likely related to the customer maintenance of the analyzer.